Event description:
Damage to the pump housing and usb port was reported, which impacted the customer's ability to charge the pump, resulting in a shutdown. There was no adverse impact on the customer's blood glucose level. The customer was advised to use multiple daily injections as a backup therapy and received instruction on putting the pump into storage mode. Tandem's technical support confirmed the shipping address and sent a replacement pump with updated software, with further instructions provided for returning the defective pump.